Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the issue could not be replicated. The device was powered on and observed for several minutes and the issue did not reoccur. Although the reported issue could not be replicated, the mainboard and msl assembly were replaced out of caution for the customer, due to reporting intermittent issues. The device was operational after repairs were completed.

Event description:
It was reported that the device continues to freeze intermittently interrupting monitoring. The device was in use on a patient at the time of the event. There was no adverse event reported.